Event description:
While supporting an lvad patient, the bvs console was found to be operating in battery even though it was plugged in. A back-up console was obtained and there was no problem with the patient.